Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. This product is an OEM-based product. Based on exam sheet, it is not known whether there were any manufacturing anomalies, special adoptions, or variations. Though root cause cannot be determined for the issue of faulty printed-circuit board causing the lcd screen to be black it can be considered to be a normal chronological deterioration since 5 years and 11 months have passed since manufacture of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that the lcd screen is black due to a faulty printed-circuit board (qb board). There was also minor damage to the bottom left corner of chassis, which was reshaped during repair. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the (oev191h, oev261h) monitor. The liquid crystal display (lcd) is broken and damaged. The lcd screen is black. There was no patient involvement. No additional information was provided.